Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: svc o2 bi71000171r enclsr det intrfc rfb h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that when trying to turn on the system to get ready for a scan, the system was stuck in initialization and could not get past after 10 minutes of waiting. The site rebooted multiple times with no resolution. The system use was aborted and the site used a c arm. There was a reported delay of less than one hour and no reported impact to patient outcome.

Manufacturer narrative:
H3/h6: the system was serviced in the field and it was found that gfi was tripped and an e11 was displaying in tech service console error logs, the error was cleared, but it re-occurred. The ground fault assembly was replaced. Codes b01, c07, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.